Manufacturer narrative:
A download of the event log from the console was analyzed and revealed the following: the event log from pt3b-6114 shows the therapy that was started with a 50cm catheter. At 10 minutes into the therapy no_groups_enabled alarm occurred due to phase angle for all 5 groups above threshold 35 degree. The catheter was disconnected and reconnected, and the control unit power cycled, but the alarm persisted. A few minutes later the therapy ended by disconnecting the catheter. The control unit functioned as expected and no sign of rf drift was seen. The event log from pt3b-5309 shows the same 50cm catheter which was originally on pt3b-6114, was connected. Immediately no_groups_enabled alarm occurred due to phase angle above threshold 35 degree on 5 msd groups, and the alarm persisted. The control unit functioned as intended and no sign of rf drift was observed. It is obvious that the catheter was the problem.

Event description:
It was reported that a system alarm occurred. An ekosonic catheter was selected for use. Approximately, 10 minutes into therapy, an all msd groups disabled alarm occurred. Troubleshooting was not able to resolve this issue. At this time, the physician decided to remove the catheter due to patients medical history of recent surgery and treatment utilizing blood thinning medication for extended treatment could not be performed as a result. Mechanical thrombus removal was completed instead. No patient complications were reported. Patients final outcome is stable without issue.